Manufacturer narrative:
The oxygenator has been obtained from the customer. A supplier corrective action request (scar) has been initiated to further investigate the issue. Evaluation of the part by the supplier is pending.

Event description:
The device user (du) reported that the oxygenator was leaking blood and frothing from possible air entrainment. They stated that the leak began on its own spontaneously. They were cleaning the operating room (or) space when they looked up at the device and noticed blood leaking from the oxygenator. The du was instructed to transfer from the leaking disposable set to a new set.

Event description:
The device user (du) reported that the oxygenator was leaking blood and frothing from possible air entrainment. They stated that the leak began on its own spontaneously. They were cleaning the operating room (or) space when they looked up at the device and noticed blood leaking from the oxygenator. The du was instructed to transfer from the leaking disposable set to a new set.

Manufacturer narrative:
The supplier received the oxygenator and completed a formal investigation. No issues were identified from review of production records. Complaint database analysis revealed no other similar cases for the lot number of the disposable set involved. The supplier discarded the part as it was contaminated. The root cause of the leakage pathway was traced back to the presence of a damaged capillary in the fiber bundle of the oxygenator module. In this scenario, fluid enters the ruptured capillary and leaks out of the gas compartment following the gas flow direction. It was noted that 100 percent of the units in the production line are subjected to final leak test. The involved unit successfully passed the in-process check, but it could not be ruled out that a combination of fiber bundle capillary manufacturing variability with contribution of thermal and/or transportation mechanical stress could have led to breakage during use.